Event description:
It was reported that the patient experience wound dehiscence at the stimulator pocket site. The wound cleansed with betadine, irrigated, and re-sutured. A wound culture was taken, no results were reported. The patient was also treated with keflex 500mg oral qid. The patient recovered without sequela. Reference MFR report # 6000032200907335.